Event description:
In (B)(6) 2012, the surgeon performed a left si joint arthrodesis utilizing the ifuse implant system on the patient. The patient did quite well with the procedure. The patient had on going right sided si joint symptoms. On (B)(6) 2012, the surgeon performed a right side si joint arthrodesis on the patient using three ifuse implants. There were no intra or post-operative complications. The patient had good relief of her right sided si joint pain and had no radiating pain into her lower extremities. In (B)(6) 2013, the patient slipped and fell landing on her right hip and buttock area. The patient experienced local pain in the buttock area and also began experiencing radiating pain down the right leg. Imaging showed that the second and the third implants were now breaching the cortex of the first neuroforamen. The surgeon stated that the implants (right side) had "migrated." The patient did not respond to pain medication and a steroid taper. On (B)(6) 2013, the surgeon performed a revision surgery where he repositioned the second and the third implants (right side), backing them each out approximately five millimeters. There were no difficulties or complications associated with the revision surgery. The patient no longer had radiating pain complaints in her lower extremities at follow-up on (B)(6) 2013. Per dr. Reckling (si-bone vp of medical affairs), "the revision surgery was performed to reposition the second and the third implants that were malpositioned medially. The implants were causing impingement on the nerve with resultant radiating leg pain."

Manufacturer narrative:
Based on the information provided, review of surgeon training didactic, certificates of analysis, IFU and fmea, there is no evidence that the device was out of specification. The root cause is malpositioned implants impinging on the nerve.